Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect and they had been ¿hospitalized at least 12 times since the implant.¿ it was stated the patient had been throwing up a lot and that started about a month after their implant. It was noted things were good for about a month after the implant and then they started throwing up. It was later reported the patient still needed reprogramming done on their therapy and they had been vomiting severely. It was noted the patient had been in the hospital multiple times since late (B)(6) 2013 or early (B)(6) 2014.